Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced back pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)") and psychological trauma ("psych injury"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered back pain, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding and psychological trauma to be related to essure administration. The reporter commented: plaintiff received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: pfs received. Case became serious incident. Product stop date added. Removal surgery details updated. Annex f codes are updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("back pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced back pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)") and psychological trauma ("psych injury"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered back pain, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding and psychological trauma to be related to essure administration. The reporter commented: plaintiff received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] on (B)(6) 2010: bilateral occlusion quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and back pain ("back pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: history of non-chemical tubal occlusion. Previously administered products included: prednisone and prednisone. Past adverse reactions to the above products included: rash with prednisone and nausea with prednisone. Concurrent conditions were listed as smoker and drug allergy. Concomitant products included vitamin d3 (colecalciferol), vitamin b12 nos, topiramate, norco (hydrocodone bitartrate;paracetamol), combivent respimat (ipratropium bromide;salbutamol sulfate) and salbutamol. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), back pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), seizure ("seizure"), gastrooesophageal reflux disease ("acid reflux"), asthma ("asthma"), migraine ("chronic migraine") and depression ("depression"). The patient was treated with surgery (essure removal via laparoscopy, bilateral salpingectomyon (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered asthma, back pain, depression, dysmenorrhoea, gastrooesophageal reflux disease, heavy menstrual bleeding, intermenstrual bleeding, migraine, pelvic pain, psychological trauma and seizure to be related to essure administration. The reporter commented: plaintiff received treatment for psych injury. On follow-up (B)(6) 2023 : essure stop date discrepancy (B)(6) 2022 or (B)(6) 2022. Pre and post-operative diagnosis: chronic pelvic pain requesting essure removal, history of seizure disorder procedure: operative laparoscopy, bilateral salpingectomy. Complications: none indications: 40-year-old female had a history of essure placement done elsewhere came in requesting essure removal due to the patient stated her seizure condition had worsened after placement of devices also subsequently stated that she was having issues with pain. Decision was made to proceed with operative laparoscopy with bilateral salpingectomy. Findings: no obvious intra pelvic pathology. Normal pelvis, normal anatomy. Description of procedure: we grasped the right tube followed out to the fimbriated ends and then went along the tubo-ovarian ligament along the tube to the level of the cornua and transected the right tube, that was delivered to the trocars. The patient¿s left tube in similar fashion was transected and removed. Diagnostic results (normal ranges are provided in parenthesis if available): [body height] on (B)(6) 2022: 165 cm [body mass index] on (B)(6) 2022: 29.38 [imaging procedure] on (B)(6) 2010: bilateral occlusion [pathology test] on (B)(6) 2022: no obvious intra pelvic pathology. Normal pelvis, normal anatomy [weight] on (B)(6) 2022: 80 kg concerning the injuries reported in this case, the following ones events pelvic pain female, seizure, acid reflux (oesophageal), asthma , chronic migraine, depression were described in patient medical records. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical records received and the follow information were included consumer's reporter,other health care professional's reporter, patient's details, medical history, drug history, essure stop dated updated from (B)(6) 2022 to (B)(6) 2022, other concomitant treatment, new events included pelvic pain female, seizure, acid reflux (oesophageal), asthma , chronic migraine, depression, international medical device regulators forum annex e and f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and back pain ("back pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: history of non-chemical tubal occlusion. Previously administered products included: prednisone and prednisone. Past adverse reactions to the above products included: rash with prednisone and nausea with prednisone. Concurrent conditions were listed as smoker and drug allergy. Concomitant products included vitamin d3 (cholecalciferol), vitamin b12 nos, topiramate, norco (hydrocodone bitartrate; paracetamol), combivent respimat (ipratropium bromide;salbutamol sulfate) and salbutamol. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), back pain (seriousness criterion intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), seizure ("seizure"), gastrooesophageal reflux disease ("acid reflux"), asthma ("asthma"), migraine ("chronic migraine") and depression ("depression"). The patient was treated with surgery (essure removal via laparoscopy, bilateral salpingectomy on (B)(6) 2022). At the time of the report, the outcomes for these events were unknown. The reporter considered asthma, back pain, depression, dysmenorrhoea, gastrooesophageal reflux disease, heavy menstrual bleeding, intermenstrual bleeding, migraine, pelvic pain, psychological trauma and seizure to be related to essure administration. The reporter commented: plaintiff received treatment for psych injury. On follow-up 13-jun-2023 : essure stop date discrepancy (B)(6) 2022. Pre and post-operative diagnosis: chronic pelvic pain requesting essure removal, history of seizure disorder procedure: operative laparoscopy, bilateral salpingectomy. Complications: none indications: 40-year-old female had a history of essure placement done elsewhere came in requesting essure removal due to the patient stated her seizure condition had worsened after placement of devices also subsequently stated that she was having issues with pain. Decision was made to proceed with operative laparoscopy with bilateral salpingectomy. Findings: no obvious intra pelvic pathology. Normal pelvis, normal anatomy. Description of procedure: we grasped the right tube followed out to the fimbriated ends and then went along the tubo-ovarian ligament along the tube to the level of the cornua and transected the right tube, that was delivered to the trocars. The patient¿s left tube in similar fashion was transected and removed. Diagnostic results (normal ranges are provided in parenthesis if available): [body height] on (B)(6) 2022: 165 cm. [Body mass index] on (B)(6) 2022: 29.38. [Imaging procedure] on (B)(6) 2010: bilateral occlusion. [Pathology test] on (B)(6) 2022: no obvious intra pelvic pathology. Normal pelvis, normal anatomy. [Weight] on (B)(6) 2022: 80 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.